Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a device analysis could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an upper endoscopy procedure performed on (B)(6) 2022. During the procedure, the device had an incomplete deployment as the band did not ligate the tissue and it fell off inside the patient. A second speedband superview super 7 was used; however, during the deployment of the first band, the third band moved instead of the first band and it got tangled. The procedure was completed with a third speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event.